Event description:
It was reported that a charger for the ilet system was not functioning, as the indicator light would not illuminate despite the user unplugging and trying multiple outlets, and a replacement charger was shipped. Investigation of this case revealed the issue was consistent with a nonfunctional external power accessory. No clinical symptoms or effects reported during the event. Outcomes included no impact on health or medical care. It was concluded that the device accessory malfunctioned and a replacement was provided.